Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. The clinical assessment was based on suboptimal medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices were not returned for further evaluation. Potential contributing factors to the reported event include; off label use, and patient anatomy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2011 with three infrarenal aortic extensions and a limb extension. Subsequently, during a follow-up computed tomography on (B)(6) 2016, it was observed that there was component separation. After further review, it was determined to be a complete separation with an endoleak type 3a and an enlarging aneurysm. Patient is scheduled for intervention. The patient's condition is stable and is asymptomatic.